Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death / expired could not be determined. The reported patient effects of death is listed in the mitraclip system instructions for use (IFU) as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled ¿one-year real-world outcomes for patients undergoing transcatheter mitral valve repair: the gulf mteer registry (gulf mitral transcatheter edge to edge repair.¿

Event description:
This is filed to report patient death. It was reported through a research article that 176 patients in the gulf region underwent mitral transcatheter edge to edge repair (mteer), who were enrolled in the gulf mteer registry from january 1, 2017 to december 31, 2019. One year after the procedure, the implanted mitraclip may have caused or contributed to death. Additional information is listed in the attached article, titled ¿one-year real-world outcomes for patients undergoing transcatheter mitral valve repair: the gulf mteer registry (gulf mitral transcatheter edge to edge repair.¿